Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect i2000 analyzer, (B)(4). It was determined that the investigation should be performed on brand name architect stat troponin-I reagent, (B)(4). An investigation was performed on architect stat troponin-I reagent list number 2k41-27 lot number 31255un09 and determined that it was performing acceptably. Testing was performed using an in-house file kit of architect stat troponin-I lot 31255un09. Serial dilutions of the returned patient samples were tested. The serial dilution values were non-linear which is characteristic of the presence of an interfering factor. Heterophilic blocking testing was unable to be performed due to insufficient sample volume. An internal troponin-I panel was tested and the results obtained were within specifications. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. Information from the limitations of procedure section of the package insert was communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency. This is the final report.

Event description:
The account stated that the architect analyzer generated elevated troponin results on one patient that did not match results from another facility. Two samples were collected on (B)(6) 2009. The first sample (9:00 am) generated a result of 2.9 ng/ml and the second sample (12:55 pm) generated a result of 3.09 ng/ml. The patient was transferred to another facility which performed testing using the siemens dimension analyzer. The siemens results were <0.07 ng/ml on a sample drawn at 7:00 pm on (B)(6) 2009 and <0.07 on a sample drawn on (B)(6) 2009 at 7:00 am. The account stated that this patient was previously tested in february 2009 and the architect troponin results were 6.67, 5.72, and 6.59 ng/ml. No other information was available regarding those samples. There was no report of impact to patient management.